Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol bard flat mesh (device #3) used to treat the patient. The patient's attorney did allege additional surgery for meshoma and injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. The actual date of event is unknown, reported as "(B)(6) 2017"; therefore, we are using (B)(6) 2017 as date of event. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol bard flat mesh (device #3). An additional emdr was submitted to represent the bard/davol 3dmax (device #1 and device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of two (2) unspecified bard/davol 3dmax (device #1 and device #2). On (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device #3). On (B)(6) 2017: the patient underwent surgery as a result of the development of a meshoma. The patient is making a claim for an adverse patient outcome against the two (2) 3dmax (device #1 and device #2) and the bard flat mesh (device #3). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."